Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient noticed that their stimulation had turned off when they didn't turn it off themselves. Patient states at the time the implant battery level was full. Patient states they noticed this a week ago from last friday. It was  reviewed ways that stimulation can automatically turn off and recommended following up with the doctor if the issue persists after providing education. Redirect to healthcare professional (hcp) if issue persists.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.